Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that results appeared as reported by the echo. The customer was advised to repeat testing using a different lot of test wells. Negative results were again obtained. The customer was referred to the limitation section of the package insert, which states "negative reactions will be obtained if the test specimen contains antibodies present in concentration too low to be detected by the test methods employed". A product deficiency was not identified.

Event description:
A customer reported obtaining unexpected negative reactivity with capture-r ready-ID, lot id193, on the galileo echo.